Event description:
It was reported that a puncture burn occurred. The patient was undergoing radiofrequency ablation treatment of an osteoid osteoma near the pelvis. The 3.0/15/15 leveen coaccess introducer was advanced through a beveled hypoplasty bone needle with difficulty noted. Approximately 8-10 minutes into the ablation, it was observed the patient had a puncture burn of unspecified severity. The hypoplasty bone needle was removed and a new leveen probe was used to complete the procedure. The patient was admitted for observation and treatment of the burn. There were no additional patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).